Event description:
The patient underwent a procedure for a trial scs system and received two percutaneous leads (from the same lot). It was reported both leads showed invalid impedance readings in postoperative testing. The patient was taken back to the procedure room for troubleshooting and only some of the lead contacts measured invalid. It was noted one of the leads had migrated slightly. Further postoperative testing revealed the bottom 3 electrodes on both leads were normal, and the patient was programmed using these electrodes. However, it was reported programming was unable to provide complete stimulation coverage. Follow-up indicated the patient lost stimulation on (B)(6) 2013 and the leads were subsequently removed on (B)(6) 2013. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.